Event description:
It was reported that the patient underwent a lead replacement procedure due to an unknown reason. The patient was doing well postoperatively and the explanted leads were discarded by the medical facility. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5141338.